Event description:
Facility had a fall with the ez stand and resulted in left proximal humerus fracture and right hip fracture. I nursing assistant 1 explanation: resident was in ez stand. Resident asked to go down, so we put her on commode, but she wasn't on all the way. We had to raise her back up and then she started yelling "it hurts" "put me down" resident began slipping down and slipped past the commode. I helped her down and then I radioed for help. Nursing assistant 2 explanation: we were going to put her on toilet and as we moved her it seemed like her legs gave out and we tried to set her on the toilet it seemed like she let go of ez stand with her hands staff education nurse thinks the resident slipped through the bottom of the harness. The harness had to be belted above her chest because the resident is very endowed. Said the stand did not cause the incident.